Manufacturer narrative:
The investigation into the embolism has been completed. The impella pump was returned for investigation. The returned pump and returned purge cassette were run through de-air, placed in a basin of water, and no air bubbles were produced from the purge gap. Purge flow was within specification. The cause of the embolism was most likely use related since it was unable to be reproduced on returned product. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smartassist catheter insertion. Section: axillary insertion of the impella cp with smartassist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.". This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported bubbles were noted to the outflow under trans-esophageal echocardiogram approximately three hours after placement. The impella cp was removed, and patient was escalated from an impella cp to an impella 5.5.